Manufacturer narrative:
Approximate age of device ¿ 1 year, 10 months. Manufacturers investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was explanted on (B)(6) 2019 due to pump infection. The patient would remain without circulatory support due to final recovery. The device will not be returned for evaluation. It was communicated on (B)(6) 2019 that the patient was doing well without the device.